Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as the fiber was received in two pieces. The fiber tip was in good condition and the connector was in good condition. The following message was displayed: treatment used: 0 treatment left: 1. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior to a procedure, the fiber sparked when plugged into the laser. There was a noise, and the fiber did not work afterwards. The procedure was completed using another fiber without patient complications. Analysis of the returned device identified a broken fiber.